Event description:
It was reported that a user experienced hyperglycemia while using the ilet with an inset 6 mm, 23 in infusion set, with no reported alarms or delivery interruptions, and the agent guided a set change and provided troubleshooting and education. Symptoms included elevated blood glucose with a reported peak of 284 mg/dl and values outside of 70¿180 mg/dl for most of the day, with no ketone testing, no backup therapy, and no medical intervention reported. Outcomes included transient impact without hospitalization or assistance. Investigation included customer service assessment, guided infusion set replacement, and follow-up confirmation that glucose levels were decreasing. Investigation of this case revealed an unclear cause of hyperglycemia without confirmed device malfunction or infusion set failure. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.